Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the valve portion of the universal seal was partially damaged and a fragment fell into the patient. The fragment was recovered during the same surgical procedure which was completed. The universal seal was inspected prior to use and found to be free of damage or abnormalities. The damaged universal seal was attached to the camera port, and there was no contact with other instruments. No functional issues were observed during the procedure, and no collisions occurred aside from possible contact with the endoscope. The fragment was retrieved by the assistant using forceps, and inspection confirmed all fragments were collected. No additional surgical procedure was needed for fragment removal. An x-ray was performed post-operatively to check for remaining fragments, and the procedure was completed robotically without patient injury.